Manufacturer narrative:
Device evaluated by manufacturer: the rotapro atherectomy device was returned. The rotapro burr catheter was received attached to the advancer unit. The rotawire used in the procedure was also returned. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the rotapro found no damages or defects. The rotawire used in the procedure was returned. So, functional testing consisted of using the returned rotawire. The wire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place. Product analysis did not confirm the reported event, as the returned wire was not able to move when the ablation button was pressed.

Event description:
It was reported that the guidewire moved during use inside the patient. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Difficulty occurred advancing the burr over the 330cm rotawire and wireclip torquer. Dynaglide mode was used to advance the 1.5mm rotapro to the lesion. While burring in high speed, the guidewire moved proximally and the brake was intact. The device was removed from the patient intact. Another of the same device was used to complete the procedure. There were no patient complications and the patient's status was stable.

Event description:
It was reported that the rotawire moved during use inside the patient. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Difficulty occurred advancing the rotapro 1.50mm over the 330cm rotawire and wireclip torquer. Dynaglide mode was used to advance the 1.5mm rotapro to the lesion. While burring in high speed, the rotawire moved proximally and the brake was intact. The rotapro 1.50mm was removed from the patient intact. Another of the same device was used to complete the procedure. There were no patient complications and the patient's status was stable.